Event description:
This was a cardiac lead management case conducted in the ep lab to remove one rv lead due to thrombosis or venous stenosis. An arterial line was placed and the lead was prepped with a lld-ez. The rv lead was successfully removed. Approximately 2 minutes after the lasing was completed and the lead was successfully removed, and while placing a new guide wire to access placement of the new ICD lead, the patient coughed rigorously. The sls was being used as a conduit for placement. It is believed that the sls lurched forward and perforated the svc at that time. Perfusion started fluids 6 minutes after perforation. Approximately 27 minutes after blood pressure drop, the patient arrived in the operating room and was met by the CT surgeon. Within 10 minutes, the sternotomy was started and the tear in the svc was repaired. The patient tolerated the procedure and was doing well. No device was returned for engineering inspection. No lot number was provided, so no qa review could be conducted.